Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's father woke the patient up because the dexcom follow app was reading 69 mg/dl. The patient woke up and took soda and a glass of sweet tea and then after a few moments the patient was not feeling hypoglycemic but the father still proceeded to let the patient eat crackers because cgm was still reading low. Then they took a bg reading which was 533 mg/dl after a few minutes. The patient was feeling sick and ran to the bathroom and vomited. The father took the patient to the emergency room where they performed a bloodwork and the bg reading was 748 mg/dl but the cgm was reading 59 mg/dl at the time. Nurse and doctor treated the patient with IV fluids, insulin IV. Then they took another bg reading which was 544 mg/dl and the cgm was already removed at this time. After 2 hours the bg decreased to 300 mg/dl and 150 mg/dl. The patient was already stable but still being observed at the intensive care unit (ICU) as he was diagnosed with diabetic ketoacidosis (dka). The patient was discharged from the hospital the next day on (B)(6) 2025. The length of time in the hospital is unknown (less than or more than 24 hours). The patient was already stable and doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
The product was evaluated. An external visual inspection was performed and passed. There was no damage to the wearable. A pairing test was not performed as there was no pairing code. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).